Manufacturer narrative:
(B)(4). Date sent: 05/10/2021 d4: batch # u5e71j h6: component code = others (g07) device analysis: the product was returned t for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the (B)(4). Device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. If excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Only event year known: 2021. Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information: it concerns one surgery, lap. Sigma resection. The device could be closed as usual (pointer green field lower third) and triggered after tissue compression, audible cracking of the plastic ring. Device was opened after 1 - 2 turns! Removal without issue, on inspection of the anastomosis it was found that at 9 o'clock (left side of rectal oriented) some clamps were not the b formed but were open. Resection and second stapler were used, same result. Third resection and 3rd stapler were used, result was perfect. Patient damage was op time extension and now very deep anastomosis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. For clarification" very deep anastomosis.", could you please provide more details? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Could you please clarify how long was the delay (hours/minutes)? Was there any patient consequence as a result of the procedure being prolonged?

Event description:
It was reported that during an unknown procedure, clamp torn out. No more information available. No adverse consequences for the patient known.